Manufacturer narrative:
(B)(4). The customer returned one s-l catheter for evaluation. Upon inspection, it was determined that the returned catheter does not correspond to the catheter associated with the reported finished good. The catheter in the finished good has suture wings along the hub, and the returned catheter did not match the product drawing. Visual examination of the returned sample revealed signs of use along the extrusion and within the tip. Microscopic analysis confirmed damage to the catheter tip; however, there is no evidence of a portion of the catheter separating from the body. Multiple attempts were made to contact the customer to clarify the discrepancies between the report and the returned sample. No response has been received. A device history record review was performed and no relevant findings were identified. The customer report of a spliced catheter could not be confirmed through complaint investigation of the returned sample. The customer returned one s-l catheter for evaluation with evidence of a deformed tip. Upon inspection, it was determined that the returned catheter design (no suture wings on catheter hub) does not correspond to the catheter design associated with the reported finished good (suture wings on catheter hub). Visual examination revealed signs of use along the extrusion and within the tip. A device history record review was performed on the reported batch, and no relevant findings were identified. Multiple attempts were made to contact the customer to clarify the discrepancies between the report and the returned sample, however, no response has been received. Based on the discrepancy between the customer report and sample received, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a pa for our cardiothoracic surgery team just placed it. It broke or spliced as the pa said when she attempted to advance it. I believe this is the same issue that's been occurring." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes: 9680794-2025-00729.